Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter became sheared. The following information was provided by the initial reporter: customer stated they had a picture of sheared catheter from an employee. They consulted other members and determined it was user error. They did not have lot numbers or the products.